Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower the medication orders were not crossing. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medications were not crossed from epic to pyxis for one patient. A technical support specialist confirmed that the issue was resolved. The system functioned as intended after the customer resolved the issue. The technical support specialist (tss) indicated that the problem at the time of 1740 was the only time the patient in (B)(6) which was later discharge on the (B)(6) 2025 00:59, a temporary patient was created at (B)(6) 2025 20:04 under (B)(6) which helped confirm the patient was not showing up due to it has already discharged at (B)(6) 2025 00:59.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower the medication orders were not crossing. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.